Event description:
Edwards received information that this aortic bioprosthetic valve was explanted due to endocarditis 14 months after implant. The valve was replaced with a cryopreserved homograft. The suspect valve was discarded on site. Patient records were obtained - operative note states: "the aortic valve had dehisced around 80% of its sewing ring. There was an abscess cavity adjacent to the noncoronary sinus, as well as the left right commissure. The native aortic annulus was too destroyed to permit reimplantation of a bioprosthetic heart valve and I therefore elected to perform a homograft root replacement." There were no further adverse patient effects reported.

Manufacturer narrative:
Dehiscence. Additional manufacturer narrative - the device was not returned for analysis; therefore our investigation is limited. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the operative report indicates that the patient had a blood infection of methicillin sensitive staph aureus.